Event description:
The hill-rom field tech reported that the brakes would not hold on this bed. He found that the brake/steer caster was worn due to the age of the bed. He replaced the caster and associated hardware to correct the issue. No adverse events were reported.